Manufacturer narrative:
The technician found the brake pads are not making good contact with the caster tires most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The brake pads were adjusted by the technician to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes are not holding. The stretcher was located in the basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).